Event description:
A customer reported a cartridge alarm occurring on their insulin pump, identified as alarm 20, while it was in use. There was no reported impact to the customer's blood glucose levels. Technical support attempted to assist the customer in loading a new cartridge, but the alarm persisted, leading to the decision to replace the pump. Customer declined to provide backup method of insulin therapy.